Manufacturer narrative:
(B) (4). Device has been received for evaluation. A follow-up report will be submitted when the evaluation has been performed.

Event description:
The biomed technician called baxter technical service on (B) (6)2010. The biomed technician reported an infus-or pump that infused propofol on a patient for about 1 minute and then stopped. The physician restarted the pump and then the pump infused for a minute or two and stopped again causing an interruption of therapy to the patient. The pump was then exchanged so, patient's therapy could continue. The physician reported the pump did not alarm when it stopped infusing. Biomed technician reported the physician is not willing to provide any additional information on this report. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available